Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion (cfn) technical support reported to have dispatched a cfn field service representative for evaluation and repair of the suspect device. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer requested carefusion (cfn) field service representative for an evaluation of fio2 (fraction of inspired oxygen) on the avea ventilator. The customer reported the suspect device passes the o2 (oxygen) calibration but soon after displays low fio2 primarily at mid-range. The customer reported cross checking the blender delivery with a known good o2 analyzer and confirmed the o2 is out of specification at mid-range. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.